Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump passed all operating currents tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 93 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer stated that the buttons do not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.